Event description:
Boston scientific received information that this left ventricular lead dislodged. As a result, the lead was explanted and returned for laboratory analysis. No adverse patient effects reported.

Manufacturer narrative:
Upon return, the lead was thoroughly analyzed. A visual inspection confirmed a complete product with dried blood noted in and around the lead lumen. Conductor coils were deformed 78 mm from the terminal pin. Electrical testing demonstrated a continuous current with no anomalies. Laboratory analysis was unable to confirm the reported clinical observation of lead dislodgement.